Event description:
The patient underwent endovascular repair of aaa with the ovation prime abdominal stent graft system on (B)(6) 2013. The patient had an angulated aorta (82 degrees) at the renal artery with significant calcium present in both iliac vessels. The aortic body and both iliac limb stent grafts were successfully implanted. A type ia endoleak was noted at the sealing rings near the inner curve, adjacent to the aortic angulation, which was present after ballooning of the seal zone. A palmaz stent was then advanced to the seal zone up to the proximal graft collar and expanded, during which the aorta appeared to be bulging. Following stent expansion extravasation of blood from the vessel was observed above the implanted palmaz stent and below the renal artery. The proximal seal zone was again ballooned for approximately 10 minutes. All balloon pressurization was done manually using a syringe (unknown pressure). At the completion of the case, there was no evidence of endoleak(s). On (B)(6) 2013, a post-operative CT was performed that also demonstrated successful exclusion of the aneurysm. Later that day, the patient experienced an aortic rupture and expired.

Manufacturer narrative:
The balloon used at the level of the proximal sealing zone was pressurized manually to an unknown pressure and may have resulted in an aortic perforation, as evidenced by the extravasation of blood from the aorta. The perforation of the aortic vessel may have contributed to the subsequent aortic rupture, but this could not be definitively concluded with the limited case imaging provided to trivascular.